Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had issues with the infusion sets. These issues have cause her blood glucose level to go up. When she removed the infusion sets she could smell insulin and the cannula was bent at the tip. The customer treated her blood glucose level with the insulin pump. Customer's blood glucose level was 269 mg/dl. The top of the infusion set leaked. The customer's glucometer read over 600 mg/dl. The device was not returned.